Event description:
Had lasik surgery. Results, eyes tire easily, difficulty focusing, blurred vision, blinking, difficulty reading, avoid evening driving. Event abated after use stopped or dose reduced? No.